Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. Upon evaluation, the trendelenburg cylinder was replaced to resolve the drift issue in the table. Air was potentially introduced into the hydraulic system via valve leakage in the cylinder.

Event description:
On (B)(6) 2019, the customer reported that the ort200 table drifted in the trendelenburg function. There was no patient involvement.